Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, ¿glue of the objective lens was peeled off¿, was confirmed. The probable cause was determined as stress of repeated use, external factors, or handling of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The event can be detected by handling the device in accordance with the following section of the instructions for use: instructions, operation manual, chapter 3, section 3.3 ¿preparation and inspection: inspection of the endoscope¿: "¦inspection of the endoscope 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the water tightness was lost due to a pinhole on the bending section cover, adhesive on the bending section cover has a chip, video connector is deformed, and video connector case is deformed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the videoscope had an air leak present. It is unknown when this issue occurred. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: adhesive around the objective lens is peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.